Event description:
Pt sustained cardiac arrest in ER. During resuscitative efforts, lucas was applied to pt's chest. Battery light bars green. Start compression button pressed. No compressions initiated by lucas. Loud beeping sounded. Lucas removed from pt. Manual compressions initiated once again. (B)(4) work slip created. The ER does have another lucas for use. (B)(4) to f/u. FDA safety report ID# (B)(4).